Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0uhgn, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was later reported that changes in urinary symptoms was noted. The patient used to have an over active bladder but now she didn't need to run to the bathroom all the time. The patient couldn't urinate. The patient went to the managing hcp's (healthcare provider's) office and they had to do blood work because she couldn't urinate. They told her she was dehydrated. It took them 7 times to get blood. Event date: (B)(6) 2015. Diarrhea was noted. The patient had diarrhea for a week in june which is why she was dehydrated. The device was implanted to treat chronic diarrhea. The patient had had some relief from the device. Regarding if the patient had been getting at least 50 % relief, the patient said yes. Event date: (B)(6) 2015. The patient said the hcp told her to leave stim on 5.0 but she feels better with it on 8.0 so she leaves stim on 8.0. The patient said when stim is on 8.0 it makes her leg feel better. The patient was implanted with an interstim device on (B)(6) 2015. Patient's dob (date of birth) (B)(6) 1961. The patient also noted when they said the device was not working and causing pain she meant that it was not helping her diarrhea. Also she will feel the urge to pee and she goes in to go and it burns. The patient said she has the device for bowel. She had diarrhea before implant and still has it. The device was not helping. The patient went and saw the doctor on (B)(6) and he reset it. He told her not to go higher than 5. The patient takes imodium. The patient feels better on 8. It feels better in the leg; she can feel the tingles. The patient was told it isn't about feeling the stim; it is about helping her symptoms. The patient said it doesn;t help her symptoms on 8. The patient was asked why he doesn't want her to go to 8. She said something about the battery. The patient is supposed to go back to the doctor at the end of (B)(6). The patient has four programs. The patient was told to call the doctor and tell him the program she is on isn't helping and ask if she should try a different program. The patient was told if she needs help changing programs to call the manufacturer back and we can walk her through it. The patient was asked what she means by she has never had a surgical cut like this. She said she has only had a hysterectomy in the past and they went through her belly button. The patient said she was on norco 4 pills a day that are 10mg for her back pain that she had before the surgery. The pain from the incision was so painful and the norco wasn't even helping her. Her doctor had given her a second prescription for norco, but they wouldn't fill it since she already had a prescription for it before the surgery. They said that would be doubling up. The patient asked for a prescription for percocet to take instead of the norco to see if it would help with the pain of the incision but they wouldn't give it to her.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The patient reported not being able to adjust stimulation. Recommended repositioning patient programmer or antenna over implantable neurostimulator (ins). This action resolved the reported issue. Implant was (B)(6) 2015. The patient mentioned, prior to implant, she hurt her back, got disabled, and takes pain pills because she is "hurting plenty a month." The patient stated she had never had a surgical cut like this. The patient was disgusted with the hcp (healthcare provider), and the nurse wasn't able to help. The patient also stated since she got the implant she had trouble getting the therapy screen on the pp (patient programmer). Event date: (B)(6) 2015. The patient called hcp but hcp office would not help her. The patient called patient services this morning and they were able to resolve the pp issue. This morning, the patient was able to connect and increase stim to 30. After the previous call she went to use the pp again and was not able to get it to work. Patient services assisted the patient on the call using, the pp. The patient got poor communication screen. The patient repositioned a few times. She was finally able to connect. The patient then pressed the pl us button and pp showed 'turn your ins on' screen. Patient services reviewed the meaning of the screen, reviewed her ins was off. The patient did not know it was off and said she did not turn it off. Patient services assisted the patient to turn ins on. The patient confirmed it was working now. The patient felt comfortable stim. Issue resolved. No symptoms were mentioned. The patient later reported that her interstim device was not working and causing her pain. The patient noted that she was having some trouble with her interstim device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.